Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics assembly. Pump received with cracked battery tube thread and cracked case battery tube noted.

Event description:
The customer reported via phone call that the insulin pump had crack from lower right hand side the back and ends at the rail of the belt clip. The customer¿s blood glucose level was unknown at the time of incident. Troubleshooting was performed for damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.